Event description:
It was reported the patient had hit his ipg site on chairs and as a result the ipg flips in the pocket. The patient reports no change in stimulation or communication. Follow up information identified the patient underwent a surgical procedure to remove the scs system. The patient electively had the scs system removed because an MRI was required to determine the cause of the patient's increasing pain that was unable to treated with the scs system. Reprogramming was unable to relieve the pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.